Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had difficulties ¿connecting the product to another product¿ (physioneal bag). The event was further described as "one side of the white wing of the dialysate does not fold". This occurred during setup of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.